Manufacturer narrative:
The pump has been returned and was evaluated by product analysis on (B)(4) 2012 with the following findings: returned cartridges were tested and leaking was observed from the plunger. No visual defects were noted and no damage or defects were noted.

Event description:
The pump has been returned and was evaluated by product analysis on (B)(6) 2012 with the following findings: returned cartridges were tested and leaking was observed from the plunger. This report is being made based on the evaluation results.